Manufacturer narrative:
Pt info was not available at the time of this report. Device manufacture date was not available. The software investigation found that the issue was corrected by re-calibrating the o-arm and by replacing the camera. The replaced camera was installed and the system was evaluated at the site. The system was re-calibrated and confirmed to be fully functional. The system checkout showed no anomalies.

Event description:
A medtronic representative reported that the site found the system to be 3-5mm inaccurate. The procedure was completed without affecting to the pt.

Manufacturer narrative:
The site was willing to provide the age and gender of the patient, but did not wish to provide the weight or medical record number.